Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device had been previously returned to the customer's facility unrepaired after the customer declined the service for a prior complaint. The device has been returned to zoll and the repair has been completed. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.